Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
A facility submitted a medsun mandatory medwatch report (uf/importer report# 1600820000-2023-8014) regarding a microbore extension set - 5 inch, prepierced t-site. The customer reported that the t-site was noted to be leaking intravenous (IV) fluids in the neonatal intensive care unit (nicu). The device is a single-use device that was not reprocessed and reused on a patient. The original intended procedure is a connection site for peripherally inserted central catheter (PICC) and IV fluids. No hole, cut, tears or any defect noted. No blood loss or bleed back was noted, and tubing was replaced. The tubing was set up as a t-connector for peripheral arterial line and the leak occurred at the puncture site. There was patient involvement and no patient harm. This is the third of three reports.